Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5.2 was jammed, and a drawer failure occurred. The drawer was reported as "not on bus," and review in rss indicated a hardware failure message. The issue resulted in loss of functionality of the affected drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that debris was present near the open and close sensor of the legacy drawer. The field service engineer removed the debris to resolve the issue. The pharmacy was then able to open and close drawer multiple times successfully, pockets detected on storage configuration. The system functioned as intended after the field service engineer repaired the device.